Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general. Abnormal. Bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2001, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), skin disorder ("skin condition"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and tooth disorder ("dental problems"). The patient was treated with surgery (hysterectomy(full)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, rash, skin disorder, fatigue, alopecia, migraine, headache and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, rash, skin disorder and tooth disorder to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2001. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test unknown: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received, event coding changed from injury to pelvic pain, new event dysmenorrhea, dyspareunia, abdominal pain, general. Abnormal. Bleeding, rash, skin condition, fatigue, hair loss, migraine, headaches, dental problems were added. Product start and removal date added. Patient dob and lab data added. Product coding change from model es305 to es205 as insertion date is before (B)(6) 2007. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, breast cancer, joint pain, joint stiffness, lymphedema, muscle tightness, carpal tunnel syndrome, dizziness, uterine bleeding, hypertension, adenomyosis, osteoarthritis, cough, back pain, myalgia, neck pain, dysuria, panic attack, chest pain, uterine bleeding, breast cancer and tobacco abuse. On (B)(6) 2001, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 14 years 6 months after insertion of essure (ess205). On (B)(6) 2016, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("abdominal pain"), rash ("rash"), skin disorder ("skin condition"), headache ("headaches") and tooth disorder ("dental problems"). The patient was treated with surgery (hysterectomy(full), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, dysmenorrhoea, dyspareunia, rash, skin disorder, fatigue, alopecia, migraine, headache, tooth disorder, vaginal haemorrhage, menorrhagia, urinary tract infection and anaemia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2011 and (B)(6) 2001. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure confirmation test unknown: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anemia, urinary tract infection, headaches, dysmenorrhea, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: pfs received outcome of event pain was updated as recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, breast cancer, joint pain, joint stiffness, lymphedema, muscle tightness, carpal tunnel syndrome, dizziness, uterine bleeding, hypertension, adenomyosis, osteoarthritis, cough, back pain, myalgia, neck pain, dysuria, panic attack, chest pain, uterine bleeding, breast cancer and tobacco abuse. On (B)(6) 2001, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 14 years 6 months after insertion of essure (ess205). On (B)(6) 2016, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("abdominal pain"), rash ("rash"), skin disorder ("skin condition"), headache ("headaches") and tooth disorder ("dental problems"). The patient was treated with surgery (hysterectomy(full), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, dysmenorrhoea, dyspareunia, rash, skin disorder, fatigue, alopecia, migraine, headache, tooth disorder, vaginal haemorrhage, menorrhagia, urinary tract infection and anaemia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2011 and (B)(6) 2001. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure confirmation test unknown: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anemia, urinary tract infection, headaches, dysmenorrhea, anxiety, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, breast cancer, joint pain, joint stiffness, lymphedema, muscle tightness, carpal tunnel syndrome, dizziness, uterine bleeding, hypertension, adenomyosis and osteoarthritis. On (B)(6) 2001, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 14 years 6 months after insertion of essure (ess205). On (B)(6) 2016, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("abdominal pain"), rash ("rash"), skin disorder ("skin condition"), headache ("headaches") and tooth disorder ("dental problems"). The patient was treated with surgery (hysterectomy(full), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, rash, skin disorder, fatigue, alopecia, migraine, headache, tooth disorder, vaginal haemorrhage, menorrhagia, urinary tract infection and anaemia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2011 and (B)(6) 2001. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure confirmation test unknown: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anemia, urinary tract infection, headaches, dysmenorrhea, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: plaintiff fact sheet and medical record received: reporter information, patient demographic information, other relevant history and lab data updated. Events: "abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: uti, blood or heart disorder/condition type: anemia" were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.